Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. There was no damage to the wearable. There was no code available for pairing test. As previously reported, no data was provided for evaluation. The allegation and a probable cause could not be determined via product investigation. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient reported that on (B)(6) 2024, they experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the abdomen. The patient experienced headaches, diarrhea, vomiting and stomachaches. The patient uses tandem tslim in modified closed loop. The cgm was reading 70 mg/dl and the blood glucose (bg) was not checked. The patient called 911 and the bg reading was 550 mg/dl while the estimated glucose value (egv) was 70 mg/dl. The patient was transported to the emergency department (ed) and treated with unremembered fluids. He left against medical advice after 8 hours. At the time of follow up, the patient was out of the hospital, nauseated, and had dots on his abdomen and extremities. There was no documentation of further medical evaluation or intervention. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. Initially there was not a complete set of reported glucose values provided to search within the parkes error grid, however when emergency medical services arrived, the glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.